Manufacturer narrative:
During inspection and testing, there was a gap in the adhesive on the distal end of the scope. In addition, the adhesive on the bending section cover was floating. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported that, during preparation for use, the ultrasound probe wobbled from side to side when the balloon was attached and black packing was visible. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was a gap in the adhesive on the distal end of the scope. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a gap of adhesive on the distal end of the scope most likely due to handling of the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.